Event description:
It was reported that the ilet did not lower blood glucose after frequent meal announcements that were used to correct hyperglycemia, and review of reports suggested algorithm maladaptation related to repeated meal entries; the user also reported a staph infection at an abdominal infusion site and requested guidance on alternative site locations. Symptoms included hyperglycemia. Outcomes included the need for user education and a recommended factory reset. Investigation included review of available device data and user report, troubleshooting, and education regarding proper meal announcement practices and appropriate site placement. Investigation of this case revealed improper use of meal announcements for correction leading to suboptimal automated insulin dosing behavior, with no device alarms or hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and behavior, with device functioning as designed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.